Manufacturer narrative:
A review of system error logs indicated that arm 2 was disabled and the procedure was completed as planned. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the setup joint(suj)2 proximal harness to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, arm2 faulted. Staff tried to power cycle the issue but the issue remained. Technical support engineer (tse) reviewed the logs and confirmed the issue. Tse walked caller through a hard power cycle of the system but the issue remained. Tse advised the system could be used as a three-arm system. There was no reported patient injury.